Manufacturer narrative:
The insulin pump had a button with intermittent response due to corroded keypad traces. No moisture damage was found on the electronic assembly during visual inspection. The following physical damage was noted: minor scratches on the lcd window, cracked case at a display window corner, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer's wife reported via phone call that her husband got caught in the rain while wearing his insulin pump; he thought his case was waterproof but fluid got under the lcd screen. The patient's blood glucose at the time of incident was 100 mg/dl. Troubleshooting was initiated for the pump exposure to fluid. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.